Event description:
Consumer states: now the chair has gone down again and the joystick is getting a 1 wrench error code then stops, then gets a 7 wrench error then stops again. Chair stops every two or three feet.